Event description:
The pt had a breast biopsy and had the tissue marker deployed into the breast biopsy site and now pt has had an allergic reaction on their breast. The customer wanted to know the components of the tissue marker.